Event description:
On (B)(6) 2012, the distributor contacted animas and reported a load step malfunction. The pump reportedly dispensed insulin out of the cartridge. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). Correction/removal reporting #: 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed several "loss of prime" warnings due to a low force issue during the initial setup. A review of the black box history indicated that the user was not able to complete the load or prime step on the pump in order to deliver insulin. The pump was powered up with no issues and the "ez-prime" steps were successfully performed. The pump was exercised for 24 hours with no issues. The pump cover was removed and a component on the printed circuit board (pcb) was found to shifted and misaligned.